Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized. The customer also reported that he experienced low blood glucose. The customer's blood glucose was 30 mg/dl at the time of the incident. The customer's blood glucose was 60 mg/dl at the time of the incident. The customer stated that he treated his low blood glucose with food. The customer stated that the insulin pump time was 12 hours and 30 minutes off. The customer was assisted with adjusting time. The insulin pump will not be returned for analysis.